Event description:
Facility reported the luer lok part of the syringe falls off when they try to use the device.

Manufacturer narrative:
H.3.,6.: evaluation: the complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. All syringes are visually inspected.